Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the patient experienced excessive bleeding. The boston scientific representative provided the physician attempted icm implant in the far superior, second intercostal space, very lateral. This is not one of the recommended implant locations per labeling. Labeling instructs the icm device should be implanted in the fourth intercostal space either parallel to the sternum or at a forty-five degree angle relative to the sternum along the axis of the heart. An optional placement per labeling is anterolateral, inframammary between the fifth and sixth ribs. The boston scientific representative provides the patient was bleeding excessively after the physician followed the icm implant instructions and turned the implant tool. The procedure was completed and the patient went to the emergency room (ER). The device remains in-service. There were no adverse patient effects reported.

Manufacturer narrative:
This correction report was submitted based a on a changes to the describe event or problem field in b5, patient codes in field h6, and patient codes in field f10.

Event description:
It was reported that during a scheduled insertable cardiac monitor (icm) device implant procedure the patient experienced excessive bleeding. The boston scientific representative provided the physician attempted icm implant in the far superior, second intercostal space, very lateral. This is not one of the recommended implant locations per labeling. Labeling instructs the icm device should be implanted in the fourth intercostal space either parallel to the sternum or at a forty-five degree angle relative to the sternum along the axis of the heart. An optional placement per labeling is anterolateral, inframammary between the fifth and sixth ribs. The boston scientific representative provided the patient was bleeding excessively after the physician followed the icm implant instructions and turned the implant tool. This caused tissue damage. The procedure was completed and the patient went to the emergency room (ER). The device remains in-service. There were no adverse patient effects reported.